Event description:
The pacemaker involved in this report was implanted on (B)(6) 2011 (pacemaker replacement). Reportedly, normal pacing was observed with the old system (device and leads). The pt was pacemaker dependant. Reportedly, the reply pacemaker failed to pace in bipolar mode upon connection of the device with the existing leads (no pacing was visible on external ECG until the device was placed into the pocket). Unipolar pacing was confirmed (during 5min) after the pacemaker was placed into the pocket. Then, bipolar pacing was observed. Note: it was reported that before implantation: automatic launch of the safer (pseudo aai) mode was programmed off by the user (in the box); lead polarity configuration was forced to bipolar on both leads by the user using an off label procedure.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.